Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 16637197, description: next generation anchor kit-sterile, the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced a stabbing pain at the lead incision site. The physician believed that the pain was from the permanent implant procedure where laminectomy was performed. The patient was prescribed pain medication.

Event description:
A report was received that the patient experienced a stabbing pain at the lead incision site. The physician believed that the pain was from the permanent implant procedure where laminectomy was performed. The patient was prescribed pain medication.